Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) was investigated. As received the monitor failed the incoming functional testing. The cause of the failure was an intermittent ECG signal. The cause of the intermittent ECG signal was isolated to a damaged electrode belt receptacle. The receptacle was loose in the enclosure. Upon investigation, contamination was found on pca connectors j1002 and j1003 on the defibrillator board and connector j1000 on the computer/analog board. The cause of the pulse test failure at the distributor was isolated to the contamination. Oxidation build-up on the connectors increased the resistance, causing the pulse test failure. The root cause of the damaged electrode belt receptacle was physical abuse. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.